Manufacturer narrative:
On 9/7/2018, it was noticed that a correction was required. Date of this report and date received by manufacturer which were incorrectly reported on the initial 3500a MDR. Date of the report has been corrected from 11/02/2017 to 11/03/2017. Date received by manufacturer should be corrected from 11/02/2017 to 11/03/2017. Manufacturer ref # (B)(4).

Manufacturer narrative:
It was reported that a female patient underwent a left atrial flutter ablation procedure with smartablate tubing and suffered an air embolism requiring transesophageal echocardiography (tee) and trendelenburg position. After transseptal puncture, the patient became hypotensive with st changes (unspecified). Decreased cardiac motion was observed via fluoroscopy. Air was visualized on the aortic cusp via ultrasound. Cardiac surgeon advised that proceeding with the case would be safe. Smartablate tubing and sheath were exchanged for like products. Procedure table was tilted (head down) for the duration of the procedure and the air slowly escaped with each heartbeat. By the end of the procedure, no air remained. Procedure was successfully completed without incident. Patient did not require extended hospitalization as a result of the event. Patient fully recovered with no residual effects. Product investigation summary: complaint product was inspected and it was found in normal condition. Irrigation test was performed and micro-bubbles were found in the tubing. The bubbles were attached to the tubing and were not moving, as such, it cannot be confirmed that the bubbles in the tubing caused or contributed to the air embolism. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. An internal corrective action has been opened to investigate the issue of micro-bubbles in tubing. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On 12/11/2017, biosense webster received additional information regarding this event. The generator in use was a bwi smartablate, model # m-4900-109, s/n: (B)(4). This device will be reported under the same manufacturer¿s reference number in addition to the tubing set. Additional concomitant products: st. Jude medical sl1 8.5fr sheath, model # 406849, lot number unknown. On 12/29/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: thermocool smart touch catheter, model and lot numbers unknown. Bwi bidirectional cs catheter, model and lot numbers unknown. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent a left atrial flutter ablation procedure with smartablate tubing and suffered an air embolism requiring transesophageal echocardiography (tee) and trendelenburg position. After transseptal puncture, the patient became hypotensive with st changes (unspecified). Decreased cardiac motion was observed via fluoroscopy. Air was visualized on the aortic cusp via ultrasound. Cardiac surgeon advised that proceeding with the case would be safe. Smartablate tubing and sheath were exchanged for like products. Procedure table was tilted (head down) for the duration of the procedure and the air slowly escaped with each heartbeat. By the end of the procedure, no air remained. Procedure was successfully completed without incident. Patient did not require extended hospitalization as a result of the event. Patient fully recovered with no residual effects. The issue caused a 30-minute delay in the procedure. Physician did not consider that the delay may have caused or contributed to a death or a serious injury to the patient. Medical history includes a previous pulmonary vein isolation (pvi) for atrial fibrillation. Physician¿s opinion regarding the cause of the adverse event is that it may have possibly been related to failure to adequately prime the sheath or the catheter. Electrophysiology (ep) consultant indicated that he does not believe that the smartablate tubing was at fault.